Event description:
Event verbatim [preferred term] severe burns on neck/dark spots in the neck area/ 3 spots, 1 open for 1 week/ open areas on the skin, some open wounds [burns second degree] , after 1,5 month later 1 spot rested with a scar of ca. 1 cm [scar] , . Case narrative:this is a spontaneous report from a contactable consumer and a contactable pharmacist. A 68-year-old female patient (weight: 60 kg, height: 178 cm) started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number t26685, expiration date 31jul2020, batch t26685) 1x/day (each time, 3 hours maximum), topically neck patch from 21feb2019 for neck pain and muscle tension. The patient had no relevant diseases or predisposing factors. Concomitant medications were none. The patient bought one package of thermacare heatwraps approximately 5 weeks ago ((B)(6) 2019), which was prescribed to her by her physician due to her neck pain. After the 4th unit, she detected afterwards that severe burns in the neck area had occurred. After she removed the patch, she detected open areas on the skin, some open wounds, in the neck area, which were very painful on (B)(6) 2019. Her pharmacist told her that this was possible and that it was mentioned in the package leaflet that burns were possible side effects. However, since then the patient had 5 dark spots in the neck area, which will not disappear. The pharmacist further reported that the patient put the patch directly onto the skin. The patient had suffered from burns on (B)(6) 2019 after the use of thermacare neck & shoulders. She went to the pharmacy to show it the burns, because she still had brown spots, but the pharmacist's colleague had not seen much of it anymore. The patient had visited a physician, her family doctor on the (B)(6) 2019 during a control visit and diagnosed as a patch burn. Later, the details of burn reported as "3 spots, 1 open for 1 week, now after 1,5 month later 1 spot rested with a scar of ca. 1 cm". Action taken with the suspect product was permanently withdrawn on 28feb2019. Patient received bepanthene ointment as treatment, and no surgical intervention and no other treatment received due to the event. Clinical outcome of the events was recovered on (B)(6) 2019. The outcome of the scar was unknown. The reporting pharmacist assessed the event burn as non-serious, and also reported that there was no causal relationship with the product. The pharmacist did not expect the patient to experience long-term sequelae such as scarring. According to the product quality complaint group: batch t26685 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variable quality checks associated with this batch indicate that all required in process inspections were performed and all inspection criteria was met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-25354; effective date: 04aug2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Product quality complaints assessed the severity rating as s3. Follow-up (08apr2019): new information received from a contactable pharmacist includes new reporter, device data (trade name), event details and deny of treatment. Follow-up (29apr2019): new information received from a contactable pharmacist includes: patient's weight and height, initials, race and ethnicity, additional indication (muscle tension), product batch number and expiration date, product start and stop dates, frequency, action taken, recovery date, event onset date, causality and seriousness assessment, treatment, no concomitant medications, information about medical history, and diagnose from family doctor, details of burn, and expect no long-term sequelae. No follow-up attempts possible. No further information expected. Follow-up (14may2019): new information received from product quality complaint group includes investigation results. Follow-up attempts completed. No further information expected. Follow-up (02oct2019): new information received from product quality complaint group includes: severity rating. Amendment: this follow-up is being submitted to amend previously reported information: updated events (added event: "scar," updated event: "second degree burn," and removed event: "skin wound") and reporter causality (associated). Follow-up attempts completed. No further information expected., comment: based on the information provided, the event of "burns second degree and scar" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. The product quality for the batch is not impacted by this complaint. Product effect varies with each individual. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Batch t26685 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variable quality checks associated with this batch indicate that all required in process inspections were performed and all inspection criteria was met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-25354; effective date: 04aug2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Product quality complaints assessed the severity rating as s3.

Event description:
Event verbatim [preferred term] severe burns on neck/dark spots in the neck area [thermal burn] , open areas on the skin, some open wounds [skin wound] , . Case narrative:this is a spontaneous report from a contactable consumer via a pfizer employee and a contactable pharmacist. A 68-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number t26685) from an unspecified date for neck pain. The patient's medical history and concomitant medications were not reported. The patient bought one package of thermacare heatwraps approximately 5 weeks ago, which was prescribed to her by her physician due to her neck pain. After the 4th unit, she detected afterwards that severe burns in the neck area had occurred on an unspecified date. After she removed the patch, she detected open areas on the skin, some open wounds, in the neck area, which were very painful. Her pharmacist told her that this was possible and that it was mentioned in the package leaflet that burns were possible side effects. However, since then the patient had 5 dark spots in the neck area, which will not disappear, therefore she wanted to report it to us directly. The pharmacist further reported that the patient put the patch directly onto the skin. The patient had suffered from burns after the use of thermacare neck & shoulders. She went to the pharmacy to show it the burns, because she still had brown spots, but the pharmacist's colleague had not seen much of it anymore. The patient had visited a physician due to that, but the pharmacist said that she probably did not receive a treatment for events. Action taken with the suspect product was unknown. Clinical outcome of the events was recovered. Additional information has been requested and will be provided as it becomes available. Follow-up (08apr2019): new information received from a contactable pharmacist includes new reporter, device data (trade name), event details and deny of treatment. Company clinical evaluation comment based on the information provided, the event of "burns on neck/dark spots in the neck; open areas on the skin, some open wounds" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burns on neck/dark spots in the neck; open areas on the skin, some open wounds" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Severe burns on neck/dark spots in the neck area [thermal burn], open areas on the skin, some open wounds [skin wound]. Case narrative: this is a spontaneous report from a contactable consumer via a pfizer employee and a contactable pharmacist. A 68-year-old female patient (weight: 60 kg, height: 178 cm) started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: t26685, expiration date: 31jul2020, batch: t26685) 1x/day (each time, 3 hours maximum), topically neck patch from on (B)(6) 2019 for neck pain and muscle tension. The patient had no relevant diseases or predisposing factors. Concomitant medications were none. The patient bought one package of thermacare heatwraps approximately 5 weeks ago, which was prescribed to her by her physician due to her neck pain. After the 4th unit, she detected afterwards that severe burns in the neck area had occurred on an unspecified date. After she removed the patch, she detected open areas on the skin, some open wounds, in the neck area, which were very painful. Her pharmacist told her that this was possible and that it was mentioned in the package leaflet that burns were possible side effects. However, since then the patient had 5 dark spots in the neck area, which will not disappear. The pharmacist further reported that the patient put the patch directly onto the skin. The patient had suffered from burns on (B)(6) 2019 after the use of thermacare neck & shoulders. She went to the pharmacy to show it the burns, because she still had brown spots, but the pharmacist's colleague had not seen much of it anymore. The patient had visited a physician her family doctor on (B)(6) 2019 during a control visit and diagnosed as a patch burn. Later, the details of burn reported as "3 spots, 1 open for 1 week, now after 1,5 month later 1 spot rested with a scar of ca. 1 cm". Action taken with the suspect product was permanently withdrawn on (B)(6) 2019. Patient received bepanthene ointment as treatment, and no surgical intervention and no other treatment received due to the event. Clinical outcome of the events was recovered on (B)(6) 2019. The reporting pharmacist assessed the event burn as non-serious, and also reported that there was no causal relationship with the product. The pharmacist did not expect the patient to experience long-term sequelae such as scarring. Additional information has been requested and will be provided as it becomes available. Follow-up (08apr2019): new information received from a contactable pharmacist includes new reporter, device data (trade name), event details and deny of treatment. Follow-up prd/srd (29apr2019): new information received from a contactable pharmacist includes: patient's weight and height, initials, race and ethnicity, additional indication (muscle tension), product batch number and expiration date, product start and stop dates, frequency, action taken, recovery date, event onset date, causality and seriousness assessment, treatment, no concomitant medications, information about medical history, and diagnose from family doctor, details of burn, and expect no long-term sequelae. No follow-up attempts possible. No further information expected. Company clinical evaluation comment: based on the information provided, the event of "burns on neck/dark spots in the neck; open areas on the skin, some open wounds" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burns on neck/dark spots in the neck; open areas on the skin, some open wounds" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] severe burns on neck/dark spots in the neck area [thermal burn] , open areas on the skin, some open wounds [skin wound]. Case narrative:this is a spontaneous report from a contactable consumer and a contactable pharmacist. A 68-year-old female patient (weight: 60 kg, height: 178 cm) started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number t26685, expiration date 31jul2020, batch t26685) 1x/day (each time, 3 hours maximum), topically neck patch from 21feb2019 for neck pain and muscle tension. The patient had no relevant diseases or predisposing factors. Concomitant medications were none. The patient bought one package of thermacare heatwraps approximately 5 weeks ago ((B)(6) 2019), which was prescribed to her by her physician due to her neck pain. After the 4th unit, she detected afterwards that severe burns in the neck area had occurred. After she removed the patch, she detected open areas on the skin, some open wounds, in the neck area, which were very painful on (B)(6) 2019. Her pharmacist told her that this was possible and that it was mentioned in the package leaflet that burns were possible side effects. However, since then the patient had 5 dark spots in the neck area, which will not disappear. The pharmacist further reported that the patient put the patch directly onto the skin. The patient had suffered from burns on (B)(6) 2019 after the use of thermacare neck & shoulders. She went to the pharmacy to show it the burns, because she still had brown spots, but the pharmacist's colleague had not seen much of it anymore. The patient had visited a physician her family doctor on the (B)(6) 2019 during a control visit and diagnosed as a patch burn. Later, the details of burn reported as "3 spots, 1 open for 1 week, now after 1,5 month later 1 spot rested with a scar of ca. 1 cm". Action taken with the suspect product was permanently withdrawn on 28feb 2019. Patient received bepanthene ointment as treatment, and no surgical intervention and no other treatment received due to the event. Clinical outcome of the events was recovered on (B)(6) 2019. The reporting pharmacist assessed the event burn as non-serious, and also reported that there was no causal relationship with the product. The pharmacist did not expect the patient to experience long-term sequelae such as scarring. According to the product quality complaint group: batch t26685 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variable quality checks associated with this batch indicate that all required in process inspections were performed and all inspection criteria was met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-25354; effective date: 04aug2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (08apr2019): new information received from a contactable pharmacist includes new reporter, device data (trade name), event details and deny of treatment. Follow-up prd/srd (29apr2019): new information received from a contactable pharmacist includes: patient's weight and height, initials, race and ethnicity, additional indication (muscle tension), product batch number and expiration date, product start and stop dates, frequency, action taken, recovery date, event onset date, causality and seriousness assessment, treatment, no concomitant medications, information about medical history, and diagnose from family doctor, details of burn, and expect no long-term sequelae. No follow-up attempts possible. No further information expected. Follow-up (14may2019): new information received from product quality complaint group includes investigation results. Follow-up attempts completed. No further information expected., comment: based on the information provided, the event of "burns on neck/dark spots in the neck; open areas on the skin, some open wounds" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. The product quality for the batch is not impacted by this complaint. No device malfunction has been identified. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Batch t26685 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variable quality checks associated with this batch indicate that all required in process inspections were performed and all inspection criteria was met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-25354; effective date: 04aug2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Severe burns on neck/dark spots in the neck area [thermal burn], open areas on the skin, some open wounds [skin wound]. Case narrative: this is a spontaneous report from a contactable consumer via a pfizer employee. A (B)(6) female patient started to use thermacare heatwrap (thermacare heatwrap) (device lot number t26685) from an unspecified date for neck pain. The patient's medical history and concomitant medications were not reported. The patient bought one package of thermacare heatwraps approximately 5 weeks ago, which was prescribed to her by her physician due to her neck pain. After the 4th unit, she detected afterwards that severe burns in the neck area had occurred on an unspecified date. After she removed the patch, she detected open areas on the skin, some open wounds, in the neck area, which were very painful. Her pharmacist told her that this is possible and that it is mentioned in the package leaflet that burns are possible side effects. However, since then the patient has 5 dark spots in the neck area, which will not disappear, therefore she wanted to report it to us directly. She will visit her dermatologist. Action taken with the suspect product was unknown. Clinical outcome of the events was recovered. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burns on neck/dark spots in the neck; open areas on the skin, some open wounds" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.